Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's screen appeared white / blank during testing. The device's lcd was replaced to address the issue. Additionally, the pollen filter, exhaust fan assembly, 43 micron filter, and power cord were replaced. Repair test, alarm test, battery test, run in tests, and cleaning were performed. The unit operated properly.